Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: a7700-29 mechanical valve, implanted (B)(6) 1988. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d4, crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there the clinician was concerned that there may be a possible loss of capture on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.